Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2014-07208. It was reported that during a radiofrequency ablation treatment procedure, energy was not delivered to the probe. The lesion was located in the liver. This rf generator and an unknown leveen needle electrode were utilized in the procedure. The led was on and the generator was audible, however, the probe was not warm to the touch during the treatment and had no evidence of scar tissue upon removal. The procedure was not completed at this time, the patient came back the following week and the procedure was completed with a competitor's device. No patient complications were reported.